Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump was not working, insulin flow blocked alarm, unable to exit the load reservoir process and experienced hyperglycemia. The customer blood glucose value was 400 mg/dl and the hyperglycemia treatment was unknown. The event involved product mmt-342,mmt-7040a,mmt-1884,mmt-7040a. Troubleshooting was performed for prime anomaly and not performed for insulin flow blocked and hyperglycemia. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-342,mmt-7040a,mmt-7040a. Mmt-1884was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 12-aug-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 08/10/2025 at 23:41:31.000, 08/11/2025 at 00:03:29.000, 08/12/2025 from 15:48:23.000 until 20:45:00.000 during bolus and fill cannula deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and pump unable to exit the "load reservoir" process, no ¿complete¿ status with ¿next¿ highlighted on the screen and prime/fill anomaly was not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.